Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "due to the concerns of the product." Rupture was discovered upon explant.

Event description:
Healthcare professional reported rupture and implant removal from textured to smooth due to the concerns of the product. This record is for right side. Device has been explanted and replaced.